Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep installed a gib board and image processor board. He also reloaded the cal files. The system operates as intended.

Event description:
It was reported that the 9800 system displayed intermittent communication errors. Also, when a live fluoro shot was completed, the monitor would go black. No patient injury was reported.